Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their ins has quit working for a week not. Patient also reported that the patient programmer battery were dead and replaced but issue did not resolve/ work. During troubleshooting patient confirmed the patient programmer powers on. Patient got the antenna out and connect it into the patient programmer . Patient initially reported poor communication, but after pss reviewed the proper steps to synchronize w/ the implant, the patient reported successfully connecting (poor communication resolved). Patient also reported that yesterday they had a total release in a store. Troubleshooting showed that stimulation was one and initially at 5.3v and was increased to 5.6v and patient confirmed they could feel stimulation. No further complications were noted or anticipated.